Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced painful rash at the ipg site due to cellulitis infection (confirmed). The patient visited emergency room for monitoring and was treated with antibiotics. Further follow up identified the scs system was explanted.